Manufacturer narrative:
Results: the coil is not attached to the pusher assembly at the distal detachment tip (ddt) and the pet-lock at the proximal end of the pusher assembly is still intact. The proximal constraint ball is still inside of the (ddt) of the pusher assembly. The coil stretch resistant (sr) wire is broken and a piece is still connected to the proximal constraint ball. Conclusion: the complaint has been evaluated. The complaint indicates that the coil stretched and separated from the pusher wire during manipulation in the patient. The returned coil is detached from the pusher assembly and the coil sr wire is broken. It appears that during manipulation in the patient, force in excess of the tensile strength of the sr wire material was placed on the coil causing the sr wire to break and the coil to detach from the pusher assembly. The cause of the resistance or friction which required excess force to be placed on the device is unknown based on the description of the event. There does not appear to be any evidence of device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was undergoing coil embolization procedure using penumbra coil 400 system. During the case, a coil was advanced into the aneurysm but stretched and separated from the pusher wire. The physician was able to retract the coil and remove intact with no adverse effect on the patient.